Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Customer alleges she was riding the scooter at home when she allegedly tipped over resulting in injury.

Event description:
Customer alleges she was riding the scooter at home when she allegedly tipped over resulting in injury.

Manufacturer narrative:
Further information has been provided including: serial number, model number, UDI number, and production date.

Manufacturer narrative:
The alleged tip over could not be duplicated. The anti-tip wheels were present and secure. The sc40e passed stability testing in 2009.

Event description:
Customer alleges she was riding the scooter at home when she allegedly tipped over resulting in injury.